Manufacturer narrative:
Product analysis: parts received: reception of one ibt xpander ii 20/3 from lot 0007789153 confirmed on the device. Presence of a lot of blood in and on the ibt. Analysis: functional analysis is not more possible due to a hole or leak on the ibt. During visual analysis, the presence of a hole is confirmed and located on the balloon. This is a longitudinal hole from the end of the ibt to the middle of it. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause is attributed to the contact of the balloon with bone splinters during surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: balloon kyphoplasty levels: l3 it was reported that on (B)(6) 2016, intra-op, balloon was placed in the vertebral body and burst immediately , pressure not recalled. No fragments remained inside patient. No patient complications reported.